Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of tibia at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2016 dor: (B)(6) 2018 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports, one of which relates to implant loosening. Total for lot number: 3 (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.